Manufacturer narrative:
Product ID 8709, lot# l58360, implanted: 1999-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient was admitted to the intensive care unit. The patient was unresponsive. The patient's pump was turned off per the doctor's request. The pump was delivering fentanyl, hydromorphone, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.